Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 2.00mm x 15mm maverick²¿ balloon catheter was selected and advanced to dilate the target lesion. Upon advancing, the balloon was unable to cross the lesion. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Product analysis determined that the condition of the returned device was contributed by the complaint incident. Microscopic examination presented no damage or irregularities in the shaft of the hypotube. Microscopic examination revealed numerous kinks through the shaft of the device. Microscopic examination of the balloon revealed a 16mm longitudinal tear from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).